Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, pd therapy was discontinued and the patient was switched to hemodialysis therapy. At the time of this report, the patient has recovered. No additional information is available.